Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The female adaptor tubing and grommet were measured and found to be within dimensional specifications. As a functional inspection the female adaptor and tubing were disconnected and connected again and it was observed that the female adaptor is easily disconnected from the grommet. Based on the investigation performed the complaint was confirmed. Although the complaint was confirmed, there is not sufficient evidence to assure this issue was originated during the manufacturing process. A dimensional inspection was performed and no dimensional issues were found. However due to customer complaint trending a CAPA request was initiated in order to further investigate this issue.

Event description:
Customer complaint alleges "the mask was being used post surgically on a patient in recovery and it was noticed that the oxygen tubing was disconnected from the mask." No patient impact or consenquence was reported.

Manufacturer narrative:
Qn# (B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record of batch number 74e1801106 that belong to catalog number 1041 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "the mask was being used post surgically on a patient in recovery and it was noticed that the oxygen tubing was disconnected from the mask". No patient impact or consequence was reported.